Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned as it was discarded by the medical facility. Additional information was received that the ipg was replaced to provide the patient extended time before it would have to be replaced again. It was noted that the patient had a fall.